Event description:
The patient reported that "once a month for the last three months her blood glucose goes crazy". Her blood glucose would elevate from 300-500 mg/dl. Her normal blood glucose range is typically around 90-120 mg/dl. The patient did not report any symptoms with her high blood glucose. The patient would change all of the accessories to her infusion device and perform a bolus according to bring her blood glucose down. After troubleshooting, it was determined that the patient was using a piston rod and adapter longer than recommended. The patient was sent a new piston rod and adapter. She was also unaware that scar tissue could develop in her abdomen leading to poor insulin absorption. The patient did not doubt the delivery of her insulin infusion device. No medical treatment was necessary. No product is being returned to be evaluated.

Manufacturer narrative:
Product not returned for evaluation.